Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. This kind of damage could be caused due to an incorrect handling of the product either during the manufacturing process or treatment set up. In the liberty select cycler user¿s guide of the product, there are indications for the patient to avoid this kind of damage: ¿caution: use caution when touching the cassette film to prevent damage.¿ in addition, there are indications in the IFU of the liberty cycler set and in the liberty select cycler user¿s guide to do not use the product if there is a damage found in the cassette. IFU: ¿inspect cycler set tubing and cassette film for damage¿. Liberty select cycler user¿s guide, ¿warning: do not use damaged cassettes for your treatment. Damaged cassettes can lead to leaks, contamination, and infection¿. A device history record review was performed for the involved lot of the product and there were no non-conformances or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. Cause was confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during cycle 1 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). The patient was advised to let the cycler dry out and then try and use it the next day. In a follow-up, the patient verified the event and said there was no harm, intervention or adverse event due to the leak. The patient is still using the same cycler with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during cycle 1 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). The patient was advised to let the cycler dry out and then try and use it the next day. In a follow-up, the patient verified the event and said there was no harm, intervention or adverse event due to the leak. The patient is still using the same cycler with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.